Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected, and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem, however, the balloon would not hold pressure due to a pinhole located at the distal section of the balloon material, thereby confirming the reported event of balloon hole. This failure is most likely related to the balloon being used in the subglottic stenosis, which is not the intended anatomical use of the device, and to the interaction between the scope and the balloon. These factors would likely affect the performance and intended purpose of the device, leading to the reported damage of the balloon. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use since the problem was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the labels. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the device was used in the subglottic stenosis, which is not an indicated usage for this device.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a subglottic stenosis dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon would not inflate because it was punctured. Reportedly, the device was removed, and the procedure was not completed due to this event. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that the balloon had a pinhole, therefore, this is now an MDR reportable event.